Event description:
It was reported that patient had passed away on (B)(6) 2011 due to lung cancer. The device was received and analyzed.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4): the pump when received had eri/eos (elective replacement indicator/end of service) and reset issues. Battery was tested for high resistance and failed testing. The eri, eos and reset are all symptoms caused by the high resistance battery. The pump logs indicated voltage dropped below the eri and eos trip points. The hybrid showed proper operation with a known good voltage source applied and other issues such as feedthrus and motor coil to rule out any dendrite growth or any other issue that may cause a low battery reset were ruled out.

Manufacturer narrative:
(B)(4).